Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient had a fall mid (B)(6) 2022. She noticed the stimulator stopped helping with her pain. Symptom returned. When she increased it she intensity she barely feels coverage on her right side and needs and used to feel it on her left. Patient increased the intensity and no longer feels stimulation where she used to feel it. Patient is scheduled to see hcp on (B)(6) 2022. Hcp is planning on taking x-rays and will try to reprogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a medtronic (mdt) rep called to discuss issue reported on mpxr 931427. Patient (pt) had a fall a month ago and since the fall pt has had uncomfortable stimulation in the wrong location. Pt said she feels stimulation "hurting" down her arm and hands. Pt also feels a "zing" at the ins site. Pt said it also feels warm at the ins battery site. Rep said the impedances are varying each time he runs the test. Rep said there is low impedance on contacts 0-8 and 2-9. Rep reports reprogramming will not resolve the issue. Rep will discuss possible lead revision with the doctor.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) va28ngj014 implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a medtronic (mdt) rep and healthcare professional. Hcp did a lead revision today. One of the previous leads was first removed. Dr. Replaced it with a 977a275. There was scar tissue which prevented him from advancing the lead higher than around c7-t1. After countless attempts to advance the lead he decided to connect both the remaining 977a260 and the new lead to the 97725. Impedances were all within normal limits. In the process of explanting the first lead, the remaining lead shifted slightly left. Dr. Hills decided to leave the leads as they were and close. Impedances were tested upon initial connection of the leads to the ins, all impedances were within normal limits. An impedance test was completed again after the ins was in the pocket prior to closing. In the pacu rep tested impedances, this time the new lead on 0-7 had high impedances on electrode 3,5, 7. Rep tested the lead from the initial implant and was able to get good coverage in the patients left arm. She said it was covering all of her painful area in her left arm and was happy. Additional information was received from a medtronic (mdt) rep called to discuss issue reported on mpxr 931427. The patient had a fall in the early part of 2022. The patient felt like they were getting shocking sensation and the impedances were fluctuating. After the fall the two electrodes at the top of the lead are touching. The caller indicated that they were in an or case. The caller indicated that the md pulled the lead back so the leads were not touching and all of the impedance values were about 590ohms when tested connected to a wens. The caller also provided some impedance results from an initial test: ref 0 1 520ohms 9 520ohms 8 190ohms ref 1 0 520ohms 9 190ohms the caller asked if they should replace both leads and the ins. Tss reviewed information about impedances and considerations for component replacement. The caller indicated that they expected to replace both leads and leave the ins in place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pli 40 977a260 serial# (B)(6) found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.